Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low glucose alarm did not sound from the adc device. Due to this, the customer was unaware they became hypoglycemic and experienced a loss of consciousness. A healthcare professional arrived at the customer's home to administer a glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the low glucose alarm did not sound from the adc device. Due to this, the customer was unaware they became hypoglycemic and experienced a loss of consciousness. A healthcare professional arrived at the customer's home to administer a glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.